Event description:
A report was received that the patient underwent a pocket revision due to charging issues and pain. The physician repositioned the pocket site and the patient was reportedly doing fine.

Manufacturer narrative:
A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.